Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and variable pacing impedance. The pacing impedance remains within range, however, there was an overall downward trend. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).